Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected longevity and that the right ventricular (rv) lead was exhibiting low impedance. When the ipg was explanted and replaced, rv impedance returned to normal and it was decided to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator (eri) timestamp is 2013-(B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: icm09b, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.